Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during mdm surgery, when a surgeon was impacted mdm liner with the reported device as per a surgical protocol, it broke. It was just split in two.

Manufacturer narrative:
The event was confirmed. The mar concluded that the impactor tip fractured in fast fracture overload originating at the root of the fourth thread from the top of the threaded hole. This fracture was consistent with the application of off-axis overload stresses. The device appeared to have been properly seated at the time of fracture. No material or manufacturing defects were observed on the fracture surfaces examined. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 2 other events for the reported lot. The exact cause of the event could not be determined however, the mar concluded that the impactor tip fractured in fast fracture overload originating at the root of the fourth thread from the top of the threaded hole. This fracture was consistent with the application of off-axis overload stresses.

Event description:
It was reported that during mdm surgery, when a surgeon was impacted mdm liner with the reported device as per a surgical protocol, it broke. It was just split in two.